Event description:
Erratic operation of the elite system. Customer said that on occasion the system would turn on and spontaneously shut off. In addition some of the segments in the display were incomplete but this "would not" consistent. The customer also stated that they replaced the batteries thinking that that might solve the problem. It did not. A request was made to return the system for eval and in the meantime a replacement unit was provided.